Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of questionable glucose results for 2 patients from three accu-chek inform ii meters. For patient 1 the result from meter serial number (B)(4) was 23.6 mmol/l and the repeat result 3 minutes later from meter serial number (B)(4) was 10.3 mmol/l. For patient 2 on (B)(6) 2018, the result from meter serial number (B)(4) was >33.3 mmol/l and the repeat result 4 minutes later was 17.8 mmol/l. There was no allegation of an adverse event. The qc was acceptable. The suspect device was requested to be returned for investigation. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.